Manufacturer narrative:
The device referenced in this report will not be returned to olympus for eval. If add'l info is received at a later date, this report will be supplemental.

Event description:
The user facility reported that a pt broke out in hives after the falope ring was implanted. Olympus followed up with the user facility to obtain add'l info but no further info has been provided.